Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00486 thru 3012447612-2017-00489.

Event description:
It was reported that three closure tops and one pedicle screw were damaged during surgery. The threads of the closure tops broke off while being tightened. The threads of the pedicle screw's tulip became damaged during tightening and the tulip disassembled from the threaded shaft. All four implants were removed and replaced with alternative like implants to complete the procedure. There were no reports of patient impacts as a result of this event. This is report two of four for this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found damaged. The cause is likely attributed to misalignment either between the extender sleeve and tulip head or the closure top and extender sleeve/tulip head threads during installation of the closure top into the tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event.